Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and back pain. The cause of the peritonitis was not reported. Four days after the onset of manifestations, the patient presented to the hospital, was admitted for abdominal pain and another indication and was subsequently diagnosed with peritonitis. The same day the patient began treatment with intravenous (IV) ceftazidime, IV vancomycin and IV rocephin (all discontinued 15 days after start, doses and frequencies were not reported). The patient was discharged four days after hospital admission. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.